Event description:
Caller reported a malfunction on the pump, identified as malfunction code 16, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support resolved to replace the pump, but since no backup therapy was available, the customer was advised to contact their healthcare provider. Despite the pump being out of warranty, the caller expressed interest in obtaining an out-of-warranty loaner pump.